Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-1200n operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-1200n reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the water supply did not meet the standard value, the connecting tube had a dent, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the illumination was uneven due to breakage of the light guide bundle, the connecting tube had a wrinkle, the connecting tube had coating peeling, the connecting tube had a scratch, the adhesive around the light guide lens was peeled, the scope connector cover unit had a scratch, the image guide protector had a cut, the scope connector had corrosion, the scope connector was dirty due to water leakage, the plug unit had discoloration, the scope connector had a scratch, switch 1 had a scratch, the forceps could not be inserted smoothly due to a dent on the channel tube, the light guide bundle had breakage, the water removability did not meet the standard value due to clogging of the nozzle, the connection between the bending section and connecting tube was not secured due to deformation of the bending tube, the adhesive on the bending section cover had a chip, the bending section cover had a scratch, the play of the up down knob was out of the standard value due to wear of the angle wire, the plug unit had a crack, the right left knob had a scratch, the forceps elevator had a scratch, the up down knob was corroded, the protector of the universal cord on the scope connector side had a scratch, the air water cylinder was corroded, the switch box had a scratch, the universal cord had a scratch, the grip had a scratch, the light guide bundle had breakage, and the control unit was discolored. The investigation is ongoing and follow up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the nozzle. There were no reports of patient harm.